Event description:
Two endeavor sprint drug-eluting stents were implanted in the 1st rpda and mid lad. It was reported that a myocardial infarction occured on the same day as the index procedure.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (mi).